Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a newspaper article the patient underwent a surgical procedure for lung cancer on (B)(6) 2013 and absorbable hemostat was used. It was also reported that the patient died on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient¿s family states that device may have been used around the spinal cord. No operative report has been provided. The hospital representative opines there is no relationship between the patient death and absorbable hemostat. No additional information can be obtained and no autopsy report is available.